Event description:
The device is a suction system attached to patients on ventilator, which does not seat properly and comes apart without warning. There have been multiple instances of staff being exposed to fluids due to the failure of this product.